Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer solenoid connector was unseated. A field service engineer reseated, and the operation was tested in the hardware test application diagnostics. A field service engineer installed replacement of jadak scanner cable due to frayed cable and half-height 2.1 latch hardstop due to broken drawer ejector. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer 3.1 failure and unable to recover. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.